Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported on the afternoon of (B)(6) 2018 the caller noticed the patient was having a tremor which was not typical for her. He used the patient programmer (pp) which showed a por. No recent medical tests of emi were reported. It was reported the patient fully charged the ins on (B)(6) 2018. Usually the patient charged once a week and the battery went down to 50% by the end of the week. Troubleshooting could not be done on the call with the patient programmer and this type of error. The patient was directed to follow up with the health care professional (hcp) to clear the por. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they were directed to contact their provider and the por and sudden tremor had been resolved.